Event description:
It was reported that during a lap hernia procedure, there were jammed staples. The case was completed with a same like device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge weld. Evaluation summary: the analysis results showed that one ems device was returned with staples overlapped and with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.